Event description:
The patient reported pain on the implant side. Antibiotics ointment was prescribed by the doctor and minimal use of removal of the processor was suggested. Advanced bionics is in the process of gathering add'l information.